Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -17.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. The lens was removed on (B)(6) 2022 and on the same day different surgery a replacement lens of the same model; size and different diopter was implanted. The problem was resolved. Cause reported as user error. " the defect was mainly due to the wrong refraction supplied for calculation."

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).